Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was reportedly not device related. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record revealed that some silicone pads were reworked, however, no further anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient reportedly received no additional medical intervention. This is the final report.